Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 5/1/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection was performed and lens was observed cut in half, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The customer's reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient had a zxr00 intraocular lens (iol) implanted in the right eye on (B)(6) 2017 and lens was explanted on (B)(6) 2017 due to ¿mechanical failure¿. The account reported that there was no need for sutures or vitrectomy however, they enlarged the incision. For removal, the leading haptic was amputated and the optic was removed whole.